Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 01oct2018. The service engineer (se) inspected the device. The se confirmed the reported issue. The se replaced the exhalation and air sensor and the solenoid assembly and the device successfully passed performance specification testing.

Event description:
It was reported that the ventilator generated an air valve liftoff failure error code. There was no patient involvement. The event date was not specified; estimate used.